Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the impella 5.5 fell into the aorta. The medical doctor recommended to reduce the p level to p2. A cardiologist has been called to verify the position of the impella. It was recommended that the impella position to be in the left ventricle. No harm to the patient was reported.